Event description:
Teenage patient noted to have blister on his hand after MRI. Patient stated that while in MRI yesterday, he felt his hand burning underneath the armboard securing his arterial line (dale bendable armboard). Upon exiting the MRI, he said he told staff his hand was very warm and it was attributed to receiving IV contrast. Pt took off arm board upon return to surgical ICU and noticed a burn which then blistered. The patient had a quarter-sized intact serous fluid filled blister on back of hand. The patient was seen by the medical team. The team unroofed the blister and covered with a bandaid. The armboard is listed as an MRI conditional product. The conditions for use in MRI were met as the exam was 1.5t and within other specifications. This armboard has been placed on our list of products that should not go into MRI suite. Patient had multiple skin abrasions due to trauma sustained in an mva prior to admission that may have caused or contributed to the burn as well.